Event description:
It was reported that customer received the intermittent catheters were twisted and unlevel . It was also stated that the customer suspects the issue occurred during packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that customer received the intermittent catheters were twisted and unlevel . It was also stated that the customer suspects the issue occurred during packaging. Per additional information received via form with sample returned on 05jul2022, customer stated that catheters were in individual packaging, all twisted. Also stated that for (B)(6) per catheter, they would thought that they could get one that was not so twisted. Customer thought catheter were twisted when the workers were jamming them into packages and poor quality control. Per notification from investigator on 07oct2022, during sample evaluation it was found that the coude tip and indicator notch were found to be misaligned.

Manufacturer narrative:
The reported event is confirmed, cause unknown. A potential root cause for this event could be "inappropriate package design". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.